Manufacturer narrative:
Follow-up #1: date of submission: 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: the battery compartment and cap were undamaged and able to fit securely to the pump. The pump powered up to a hard ¿cs069¿ alarm upon start up; the original complaint was duplicated. The pump cover was removed and no damage was found internally. Further testing was completed and a failure with the erasable programmable read only memory was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 069. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.